Event description:
It was reported via repair work order that the fowler will not go all the way down when operating CPR due to bent fowler finger. It was also reported that the timing link of a siderail was broken. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Conclusion: part on order.